Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. C22920) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced abdominal pain or heavy menstrual bleeding before being implanted with the essure device plaintiff underwent a transvaginal and transabdominal ultrasound to evaluate her symptoms (results not provided). Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 31 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (esssure removal). Essure was removed. At the time of the report, the pelvic pain, fatigue and genital haemorrhage outcome was unknown and the abdominal pain and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she is presently seeking a physician who will remove the essure device in order to address her symptoms. Insertion details-left 4 right 4 coils showing following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tubes were occluded. Batch no c22920 production date 2014-02-13 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. C22920) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced abdominal pain or heavy menstrual bleeding before being implanted with the essure device plaintiff underwent a transvaginal and transabdominal ultrasound to evaluate her symptoms (results not provided). Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 31 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, fatigue and genital haemorrhage outcome was unknown and the abdominal pain and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she is presently seeking a physician who will remove the essure device in order to address her symptoms. Insertion details-left 4 right 4 coils showing following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tubes were occluded. Most recent follow-up information incorporated above includes: on 17-jun-2021: mr received-lot number added. New reporter, insertion details and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced abdominal pain or heavy menstrual bleeding before being implanted with the essure device. Plaintiff underwent a transvaginal and transabdominal ultrasound to evaluate her symptoms (results not provided). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 31 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (esssure removal). Essure was removed. At the time of the report, the pelvic pain, fatigue and genital haemorrhage outcome was unknown and the abdominal pain and menorrhagia had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she is presently seeking a physician who will remove the essure device in order to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tubes were occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event: abnormal bleeding added. Removal surgery added for event pelvic pain. Case became serious-incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.